Manufacturer narrative:
An event of a foreign body embolism and medical intervention was also reported. A review of the photographs and videos provided revealed the sheath material appeared brittle and the sheath tubing appeared cracked and sections had been fractured and detached. Also, introducers appeared to have been stored outside of their shelf boxes and exposed to fluorescent light. Visual inspection was based solely upon a review of the photographs and video provided. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product instructions for use (IFU) artmt100093395 ver. A warns that product should be stored in a cool, dark, dry place. The cause of the sheath degradation is consistent with not following the instructions for use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a carto ablation procedure, the tip of the introducer detached into several pieces and remained in the patient. The sheath was used to cross from the right atrium for the left atrium and the tip section of the introducer separated in the heart. Fluoroscopy revealed the introducer cracked into multiple sections. Interventional radiology (ir) was called to retrieve the detached / separated portion of the device. A 16f sheath and snare were used to successfully retrieve the detached pieces and the patient left the ep lab in stable condition.